Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what this pt was being treated for. The product was implanted during surgery on (B)(6) 2006. Boston scientific's obtryx transobturator mid-urethral sling was also implanted at this time. There was no general, or specific, complaint via the attorney. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.